Manufacturer narrative:
Continuation of d10: product ID: 8780, lot#/serial#: (B)(6), implanted: (B)(6) 2014, explanted: (B)(6) 2023, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 05-dec-2015, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative (rep) regarding a patient receiving lioresal 2000 mcg/ml at 1650 mcg/day for multiple sclerosis via an implantable pump. It was reported that during a refill on (B)(6) 2023 the estimate reservoir volume was 5.7 ml and the actual reservoir volume was 22.75 ml/ it was reported the patient had increased spasticity, feeling hot and cold, night sweats, incontinence, and itchy for the past 3 to 4 weeks. The pump logs had shown no alarms and the programming was accurate. The patient had been scheduled for a revision and a few days prior to the surgery they had memory issues and confusion. The family had attributed these symptoms to their multiple sclerosis flare ups before the volume discrepancy. There were no external factors that led to the event. During the revision the surgeon disconnected the pump and did not see any backflow coming from the catheter. He then pushed a single bolus through the disconnected pump to ensure the was pumping fluid. Upon removing the catheter it had felt like it was "sticking" rather than freely moving back. When examining the tip of the catheter when it was removed a thick sticky residue was seen covering the entire tip of the catheter. The entire catheter was replaced. Patient weight had been asked but remains unknown. At the time of this report the issue had been resolved and the patients status was alive - no injury.

Event description:
Additional information was received from a consumer on 2023-may-14 indicated the patient had a catheter replaced due to a volume discrepancy. The patient was supposed to get 5.7 ml and got 22 ml so the healthcare provider had to remove the catheter and put in a new one. The caller states that the reason for the pump replacement was that there were symptoms and volume discrepancies, and the patient was told the cause was growing scar tissue around the pump and that would cause it to be blocked (however, per device registration the pump is still currently implanted as previously reported). Patient service specialist reviewed that we do not recommend a dye study and that it was up to the physician to decide if they wanted to do it or not. Reviewed basics of measuring volume discrepancies but also to speak with hcp on their protocols. Additional information was received from a healthcare provider (hcp) via a company representative (rep) on 2023-may-24 indicated the pump was not replaced during the revision, only the catheter was replaced. Regarding the previous report of the scar tissue growing around the pump, it was noted this was in reference to the residue around the catheter tip. As stated above, the pump pocket did not show signs of a sticky residue. The sticky residue was at the tip of the catheter before it was replaced. It was noted the catheter was sent to pathology at the hospital and would not be returned because customer refused as it needed to be sent to the lab for analysis per hospital policy.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.